Event description:
It was reported that the ultrasonic surgical device gave a probe damage error during a therapeutic total hysterectomy procedure. The procedure was completed with a replacement device and there was no report of patient harm. The device was returned, evaluated, and the probe was found broken at 12.8mm from the distal end. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. A probe check was performed, and did not pass. A visual inspection showed some tissue build up on the device. The teflon pad was inspected with no abnormalities found. The distal end of the device was inspected, and it was found that the probe was detached. The missing portion was not returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Customer confirmed the event occurred during the beginning of the procedure and there was a few minute delay to open a new thunderbeat device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probe damage error and the probe broken possibly occurred by the following mechanism: the worn of the tissue pad could have happened because ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip or kept activating the output after a transection of tissue. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing a probe damage error. A force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.